Event description:
Infusion set was fused near the luer lock and was not allowing insulin to flow. Patient stated device did not give an error and her blood glucose levels were over 600 mg/dl. Patient self-treated with an injection of insulin and blood glucose returned to normal.